Event description:
It was reported that the device had shifted and had an incomplete seal. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. The patient was discharged. At a 1-year follow-up appointment, computed tomography (CT) revealed that the closure device had turned sideways and was not sealing the laa. The 45-day follow-up transesophageal echocardiography (tee) was also reviewed at this time, and showed the device attached to limbus, and out of laa resting on the mitral annulus. There was no intervention or treatment planned at this time.